Manufacturer narrative:
During the investigation the reported fracture of the arterial line was confirmed. On examination under the microscope, a stretched and uneven aspect of the fracture surfaces was identified. From previous investigations, we are aware that these characteristics are associated with the occurrence of a tensile fracture having occurred. From the reporting form we understand that the device had been in situ for five days prior to the reported fracture. We would therefore recommend considering the possible causes of stress and flexion that may have been placed on the catheter (for example, movement of an extension set, cleaning around the insertion site, during a dressing change). In an attempt to prevent future reoccurrence of this issue, it may be worth considering the securement method used. The use of grip-lok¿ may help to avoid flexion/stress on the catheter. Grip-lok¿ is a flexible low-profile catheter securement device designed for maximum patient comfort . The batch review shows that both comply to the specifications.

Event description:
The leadercath tube snapped and 5 cm is in the patient's wrist. Awaiting removal of the catheter section in patient. Further information are requested .we have asked if the involved sample is available.

Manufacturer narrative:
The batch review shows that both comply to the specifications. We are waiting for additional information and for the involved sample.

Event description:
The leadercath tube snapped and 5 cm is in the patient's wrist. Awaiting removal of the catheter section in patient. Further information "are" requested. We have asked if the involved sample is available.